Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer stated that they walked threw rewind and prime process. The customer stated that they had high blood glucose and the makes a circle on t shirt and site was penetrated. The customer also reported that infusion set was leaked. The customer was able to change the infusion set. The troubleshooting was declined by the patient for the high blood glucose. The insulin pump will not be returned for analysis.